Manufacturer narrative:
Premature battery depletion was confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016. Since the device was not able to communicate when received in the laboratory, the field event of bvvi was not confirmed. The bvvi was consistent with being caused by a low battery voltage. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2018 the patient presented remotely via merlin.net transmission. Review of the transmission showed the battery longevity to be 3.6 to 4.0 years until elective replacement indicator. On (B)(6) 2018, the implantable cardioverter defibrillator was in back-up operation. The patient presented for generator change out procedure on (B)(6) 2018. The device was unable to be interrogated. The device had reached end of life due to early battery depletion. The device was explanted and replaced. The patient was stable.